Manufacturer narrative:
The affected device was examined onsite by dräger service engineer and the log file was provided for further investigation. Based on the investigation the event could be confirmed. In response to a detected failure of a software task the ventilation unit had performed a reboot. A faulty pcb m16.2 and errors relating to the cf card (compact flash) were identified to be the root cause of the event. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The device has already been repaired by replacing the pcb m16.2 and the cf card. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a device failure and data loss; stopped on a patient - there was no injury reported.